Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the attachment device was frozen was confirmed. An assessment was performed on the device which found the device did not engage when power was applied and was not functional. It was further noted that there was corrosion on the internal components. The assignable root cause was determined to be due to immersion during the cleaning process, which is failure to follow directions for use. This is further defined as misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the sagittal saw attachment device froze up. During in-house engineering evaluation it was found that the device was not functional and did not engage when power was applied. The event was not reported to have occurred during surgery. It was not reported if there was any patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The date the event occurred is not known. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.